Manufacturer narrative:
The device was received for evaluation. During visual inspection, one colorless particle was observed inside the intravia bag. Stereomicroscopic examination revealed the isolated material consisted of one colorless, uniformly cylindrical fiber 1.8mm in length. The medication port was observed to have a single puncture in the target area. Chemical characterization using fourier transform infrared spectroscopy identified the particle as polyester. The determination of polyester was confirmed with polarized light microscopy. Based on the color it could be ruled out as being sourced from the medication port lumen as a needle shaving. There are controls in place related to this failure mode in the manufacturing plant. The cause of the event was determined to be user error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was white particulate matter in a 250ml intravia empty container. This was noted after compounding with bupivacaine 0.10% in normal saline solution. There was no patient involvement. No additional information is available.